Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was found to have one blade broken at the base. A piece measuring approximately 2.0 mm x 16.21 mm in size was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the harmonic ace instrument broke, fell down into the patient, and was retrieved during the same procedure. A delay of greater than 30 minutes was reported.